Manufacturer narrative:
The complaint states on (B)(6) 2017 the patient had a primary total knee replacement. On (B)(6) 2017 this total knee was completely revised due to the change of position of the tibial component. (Ap and lateral x-rays available. It is not clear if the patient has had a fall or what the reason behind the altered implant position was. After the primary implants were removed the surgeon found the bone under the collapsed area to simply be gone and bone in other areas to be necrotic. Samples were taken and send to pathology which came back negative for infection. After this the decision was made to do a complete revision knee. Reason for revision unexplained collapse in the position of the primary tibial component. A complaint database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee was completely revised due to the change of position of the tibial component. It is not clear if the patient has had a fall or what the reason behind the altered implant position was. After the primary implants were removed, the surgeon found the bone under the collapsed area to simply be gone and bone in other areas to be necrotic. Samples were taken and send to pathology which came back negative for infection. After this the decision was made to do a complete revision knee. Reason for revision unexplained collapse in the position of the primary tibial component.